Manufacturer narrative:
The full lead was returned, and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal end bent. No helix function test possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix extended but did not grab tissue and dislodged when the stylet was removed. It was also noted that the helix would not retract after more than thirty turns, and was difficult to place. The lead was tested outside the body and the helix did eventually retract but helix problems persisted, and the lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.